Manufacturer narrative:
This is one of two related reports. This report represents the impella cp and another report will be submitted to represent the impella 5.5. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: a 57-year-old male with acute myocardial infarction complicated by cardiogenic shock (pre-support clinical state consistent with scai shock stage e) was supported with an impella cp pump implanted via the left femoral artery. Comorbidities are unknown. Plasma free hemoglobin was reported at 240 mg/dl and the patient developed pink/red urine, consistent with hemolysis during impella support. Echocardiographic imaging was performed and demonstrated pump contact with the mitral apparatus. Bedside repositioning was attempted but was unsuccessful. Good pump position was not confirmed during the hemolysis event. Due to the ongoing clinical concerns, the care team planned escalation of support and the impella cp was explanted. Subsequently, an impella 5.5 pump was implanted via the right axillary/subclavian artery. The patient survived to explant of both devices. The event of hemolysis was attributed to impella support by the treating team. Hemolysis is a known risk associated with impella use and as described in the instructions for use and may be influenced by patient specific factors such as underlying cardiac dysfunction and hemodynamic conditions.